Event description:
Procedure: gastrectomy. According to the rptr: stapler not closed above about 1 3rd of the circumference of the anastomosis and leaky prime. Current status of pt: anastomosisinsufficiency and intubated, ventilated on intensive care, catecholamin-obligatory, about 2 3rds of the anastomosis is dehiscent. New stapler after re-section of the anastomosis. Extension of op by more than 30 min.

Manufacturer narrative:
(B)(4).